Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their insulin pump received open book image on the screen. The customer¿s blood glucose was 345 mg/dl. The customer was assisted with troubleshooting. The device will not be returned for analysis.